Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding delaying the start of a procedure. Customer did not disclose the nature of the procedure. The length of the delay was between 30 to 45 minutes. A different device was brought into the operating room to carry out the procedure. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding delaying the start of a procedure. Customer did not disclose the nature of the procedure. The length of the delay was between 30 to 45 minutes. A different device was brought into the operating room to carry out the procedure. Patient or user harm was not reported. This event is recorded in complaint number .(B)(4). A technical support specialist evaluated the device and determined that there was an application hang event caused by an operating system service. The technical support specialist applied knowledge article ka000011541 "application med won't auto launch" and 000007139 "med es application error dispensing.ui.win has stopped working" to resolve. The technical support specialist confirmed that the customer was able to login to the anesthesia station.